Event description:
It was reported that this implantable pacemaker was found in safety mode. The physician has elected to not replace the pacemaker due to underlying patient conditions. The current status of the patient is unknown. At this time, the device remains in service. No adverse patient effects were reported.